Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was experiencing high blood glucose levels, dizziness and blurred vision. The customer's blood glucose at the time of the call was 350 mg/dl. The customer stated that her infusion set had fallen off this morning, and she had to change it. The customer continued to experience high blood glucose, and called her doctor. The customer was told to treat with a manual injection, but she is still experiencing high blood glucose. The customer later called with her son on the line, and the son stated that he might have to take the customer to the hospital as she is not feeling any better. Troubleshooting was not done as the customer was not feeling well. Advised the son to call back for troubleshooting and to let us know if he did take her to the hospital. Nothing further was reported.